Manufacturer narrative:
Results: the complaint sample that sbdm received was syringe 50ml enema. When sbdm checked it, there was a fly in the complaint syringe. Sbdm investigated it to find out the root cause of the case. When sbdm checked it visually, sbdm found that the fm (fly) was pressed in the packing film. Sbdm supposed that it may be from the raw material, packing film. Based on investigation result of the complaint case, fm(fly), sbdm supposed that the pressed fm (fly) may be inflow in the roll film for primary packaging film to be used to pack the complaint enema syringe during 50ml enema syringe packing process and it may be occurred from packing roll film which is provided by a supplier. Root cause: monitoring of manufacturing environment: currently all syringe products manufactured in sbdm are produced in the clean room. Sbdm try to cut off inflow of foreign matters by several steps of process control and also make every effort to keep manufacturing environment clean at all times. Checking of manufacturing process: sbdm checked the manufacturing records of the applicable lots such as process inspection, manufacturing worksheet, fm status during syringe mfg. Work hour for before/after manufacturing date of applicable pir lot. Sbdm found that there was no peculiar issue for the time of period. Material (roll film) check related to the complaint (fm): sbdm suppose that the pressed fm (fly) may be inflow in the roll film for primary packaging film to be used to pack the complaint enema syringe during 50ml enema syringe packing process and it may be occurred from packing roll film which is provided by a supplier. CAPA(B)(4) has been recorded that is related to the complaint or similar defect. Corrective actions: 1. We had quality training on this customer complaint for syringe assembly line workers. 2. We had gmp training for syringe assembly line workers especially focused on work environment and anti-pest control. 3. We are implementing 100% visual inspection for all components before completion of syringe assembly & packing work. 4. We had installed more anti-pest light to enhance work environment and anti-pest control. 5. We had quality training on excess rule to production area and posted fm cautions onto production entrances relating to all syringe manufacturing line. 6. We completed supplement of manufacturing facilities (reinforcement of doors) to prevent inflow of foreign matters and insects. 7. We visited the packing film supplier to conduct quality audit and preliminary quality control. No other complaints for the same batch have been reported.

Event description:
It was reported that foreign matter was found in a bd¿ 50ml syringe before use. There was no report of injury or medical intervention.